Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-10403 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation reproduced the reported symptom of "no audio" by observing the device to have distorted audio. Evaluation measured the impedence of the speaker and found it to be out of specification. The rear case will be replaced.

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.